Event description:
It was reported that two cleo 90 infusion sets experienced separation of the plastic component from the adhesive while worn on the body, which was resolved by changing the infusion sites. Two additional infusion sets were replaced after leakage was observed at the cannula beneath the adhesive, also resolved with site changes. The patient further reported receiving a line blocked alarm, which was resolved by changing the infusion site; upon removal, a bent cannula was observed. All affected components were discarded, though a lot number was provided. The patient declined additional clinical or adhesive guidance, indicated an intention to follow up with a trainer, requested an alternative infusion set option, and replacement supplies were processed. The event occurs during infusion. The operator of the device was the lay user or patient. There was no patient injury. The patient is a non-hispanic/latino, 43-year-old.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.